Event description:
Report received of an underdelivery. The customer reported that during the nigh shift, the pump was programmed to deliver and unspecified amount of tpn at an unspecified rate. Later during the day shift, the nurse reportedly planned to discontinue the infusion when she noticed that there was approximately 250ml of tpn remaining in the container instead of the expected 50ml. Using the same device, the delivery was resumed until completed "several hours later." The pump was removed from clinical service upon completion of the infusion. Therapy was resumed later that night, as scheduled, using a replacement pump. There were no reported adverse patient effects and no medical interventions were required. Though requested, no additional information was provided.